Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was also noted that the upper case, side bail covers, and ring cover were broken, the lower case was broken and contaminated, the battery release, battery contacts, battery drawer and battery flex were contaminated, and the serial number label was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator failed its output test. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.